Event description:
It was reported that the patient received inappropriate shocks and was seen in the emergency room. The right ventricular lead was found to have high impedance, noise, and a lead integrity alert (lia) was triggered. A lead fracture was suspected. The lead was programmed off until a new pace/sense lead could be implanted. The high voltage portion of the lead remains in use. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.